Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery using a 6f non bsc introducer sheath utilizing contralateral approach. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous external iliac artery. After a non bsc guide wire crossed the lesion, the 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 5 atmospheres, the balloon ruptured. The device was carefully removed from the patient and dilatation was performed with another device. The procedure was completed with the placement of an unspecified stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).